Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6) 2011 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, recurrence and worsening of incontinence. It was reported that the patient underwent a mesh removal on (B)(6) /2008. It was reported that the patient underwent a coaptite injection on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that patient underwent laparoscopic lysis of adhesions, drain placement, cystoscopy, a&p vaginal mesh revision on (B)(6) 2014 due to pelvic pain, pelvic adhesions, bladder pain, dyspareunia, mesh exposure and vaginal atrophy. No additional information was provided.